Event description:
It was observed that during the device evaluation, the colonovideoscope had a noisy image and there were lines present in the image. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection however the investigation has been performed based on the provided information by the customer and regional repair center. Based on the results of the investigation, a definite root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.